Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "pain and capsular contracture , baker grade iii". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported pain and a capsular contracture, baker grade iii discovered via MRI. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an opening, the device was found to be underweight, stress marks, crease fold, and red particles. Microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks assessed as surgical impact opening. A dimension measurement of the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact, and non-penetrating nicks.

Event description:
Explanting physician reported pain and a capsular contracture, baker grade iii discovered via MRI. This record is for the right side.